Event description:
As reported during an attempted implant of the epicardial lead the physician accidentally screwed into the laa as it was draped over the left ventricle in the patients large distended heart and dissection occurred.